Manufacturer narrative:
The most likely cause is procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative : updated b5, b7, and h6.

Event description:
It was learned via implant patient registry and investigation that a 11400m 27mm mitral valve was explanted and replaced with a 11400m 27mm on pod #1 due to significant perivalvular leak caused by av groove disruption. Per medical records the patient presented with native moderate-severe as and severe mr and underwent avr 23mm inspiris valve, CABG x1,laa ligation 40mm clip, and mvr. Intraoperatively, native mitral leaflets were thickened with deceased mobility, there was severe mac. The annulus was debrided, and posterior leaflets were not preserved. A 27mm 11400m valve was implanted with pledgeted sutures on the atrial side of the annulus and secured with cor-knots the valve appeared to be well-seated. Post procedure tee, showed both valves appeared seated well and functioning normally. The patient was transferred to the cv-ICU. On pod #1, the patient returned to the or due to hemorrhage. Tee demonstrated significant pvl on the anterior lateral area of the annulus. This was not present in the post-procedure echo. The mitral valve was inspected and explanted, the av groove inspected with no disruption. Another 27mm 11400m valve was implanted with pledgeted sutures and secured with cor-knots, the valve appeared well-seated. Rewarming was initiated, when the cross-clamp was removed there was significant hemorrhage posteriorly. Av groove disruption was identified beneath the laa and was repaired with bovine pericardial patch. Post-procedure tee showed excellent lv function with no evidence of pvl. The patient was significantly coagulopathic, after hemostasis was stabilized, she was transferred to the cv-ICU.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 11400m 27mm mitral valve was explanted and replaced with a 11400m 27mm on pod #1 due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.